Event description:
5.5 assist device report type: suspected device-related adverse events description of event: the reporting party alleges that use of the 5.5 assist device resulted in unnecessary or inappropriate utilization of the device and contributed to significant patient harm. The reported adverse events include: suspected brachial plexus injury following use of the device, the patient reportedly developed symptoms consistent with brachial plexus injury, including pain, weakness, sensory disturbances, and/or functional impairment of the affected upper extremity. The temporal relationship between device use and symptom onset raises concern for a potential device-related injury mechanism. Persistent neuropathic pain the patient reportedly experienced ongoing neuropathic pain following the alleged injury. Symptoms included chronic nerve pain, paresthesia, dysesthesia, and functional limitations. Further medical evaluation was required to assess the extent of nerve involvement and long-term prognosis. Escalation of pharmaceutical management as a consequence of the reported neuropathic symptoms, the patient was prescribed medications commonly used for neuropathic pain management, including gabapentinoids. Additional prescriptions reportedly included antipsychotic medications for management of associated symptoms, treatment-related effects, or chronic pain-related conditions. Risk of opioid exposure and dependence the reporting party alleges that the device-related injury and subsequent chronic pain condition increased the likelihood of opioid exposure for pain management. It is further alleged that the resulting treatment pathway may have contributed to opioid dependence or addiction risk. The degree of causation between device use and any opioid-related outcome has not been independently established and would require further clinical review. Reporter assessment: the reporting party believes the device was utilized in a manner that was unnecessary or not medically justified and that such use contributed to avoidable patient injury. The alleged sequence of events includes device use, development of brachial plexus injury, onset of chronic neuropathic pain, escalation of pharmaceutical interventions, and increased risk of opioid utilization. Recommended investigation: review indications for device use and clinical justification. Evaluate device design, instructions for use, and risk profile. Review operative and post-procedural records. Assess evidence of brachial plexus injury through neurological examination and diagnostic testing. Examine medication history, including gabapentinoids, antipsychotics, and opioid prescriptions. Determine whether alternative causes may explain the reported adverse outcomes. Assess whether the event meets applicable regulatory reporting criteria. Outcome: patient reportedly experienced significant pain, functional impairment, ongoing medical treatment, and reduced quality of life following the alleged adverse event. Excessive pain due to nerve damage causing severe numbness, tingling, pain, and inability to use arm. Lesion developed pressing on nerve, requiring neurosurgical intervention.